Event description:
The customer observed a falsely elevated architect total -hcg result for one 33 year old female patient. The following data was provided: initial result processed on 24jan2026 = 3087.37 miu/ml. Second test performed on 29jan2026 = <1.2 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
Corrected information in section b3 - date of event. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 71474ud03, however, no trends were identified for the complaint list number, 07k78. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 71474ud03 was identified.

Event description:
The customer observed a falsely elevated architect total hcg result for one 33-year-old female patient. The following data was provided: initial result processed on (B)(6) 2026 = 3087.37 miu/ml. Second test performed on (B)(6) 2026 = <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided. No additional patient information was available.